Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizzy, runny nose, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizzy, runny nose, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b5 should have been: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizzy, runny nose, headache. The patient also alleged left ear lose ability to hear, tightness in chest, infected sinuses, anxiety attack, difficulty in breathing. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1 and b2 are updated in this follow-up report. Section b3 and g3 were incorrectly reported in previous report, which is updated in this follow-up report. Section h6, health effect - clinical code and health effect - impact code are updated in this follow-up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged headaches, hearing issues in the left ear, dizziness, runny nose, tightness in the chest, infected sinuses, and anxiety attacks like the user cannot breathe. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. The issue of degraded sound abatement foam is addressed the manufacturer used a fitt (foam integrity test tool) was able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer unable to directly address the symptoms. In this report, section h6 has been updated.